Event description:
The customer contacted philips healthcare to report that when they checked the system, they found a red cross symbol showing in ready for use (rfu). There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.